Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was seen in (B)(6) 2011 and the advantage fit system was removed because the patient was experiencing dyspareunia. The patient was last seen in (B)(6) 2012 and was still experiencing incontinence when sneezing and coughing. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.